Event description:
The following has been reported: biomed reported: "needs service on work order note from 7m patient harm: no a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.